Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the jaw of the force bipolar instrument became dislodged. The issue occurred while the instrument was inside the patient. The customer had to remove the port and instrument. There was no additional information provided. Intuitive made several attempts to follow up with the customer. No additional information has been received as of this time.